Event description:
Healthcare professional (hcp) reported pt was receiving hemodialysis on the baxter meridian device. One hour into the three hour and seventy-five minute treatment, the pt complained of shortness of breath and a cough. The hcp noticed small microbubbles in the venous line; stopped treatment; and called the charge nurse. The hcp placed the pt in trendelenberg position on the left side and administered 2 liters oxygen via nasal cannula. The hcp reported no alarms were noted. Following the episode and per the unit protocol, blood was recirculated; treatment re-initiated; and was completed without further issues. Following treatment, the hcp reported the pt was stable, alert and oriented, and ambulatory. Other treatment paramenter: blood flow rate was 400 ml/minute and dialysate flow rate ws 700 ml/minute.